Manufacturer narrative:
The recipient procedure where the skin flap was opened and cleaned took place on (B)(6) 2019. The recipient was prescribed keflex.

Manufacturer narrative:
The recipient reportedly restarted an antibiotic treatment the week of (B)(6) 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient underwent a procedure to open the skin flap and clear the area. The recipient was prescribed three rounds of antibiotics. The recipient is now experiencing electrode migration. Revision surgery will be scheduled after the infection resolves.

Manufacturer narrative:
The recipient's infection reportedly resolved.